Manufacturer narrative:
(B)(4). Insulin pump was received with a broken battery tube threads, a broken reservoir tube lip and missing reservoir tube o-ring. Pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, prime, compromised forced sensor system test, rewind test and excessive no delivery test. Pump was received with a normal operating current. Pump was monitored for several hours and no unexpected low battery alert noted. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No excessive no delivery alarm noted.

Event description:
The customer reported via phone call that their insulin pump was cracked or chipped near battery area. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that batteries were dying quicker and had unexplained delivery alarm. The insulin pump will be returned for analysis.